Event description:
The customer and his spouse reported via phone call that the customer is having high blood glucose. Customer's spouse stated that the customer has changed the set and reservoir last night and this morning. The issues started yesterday. Customer's blood glucose was in the 300's mg/dl and today it is in the 600's mg/dl. Customer's spouse does not believe that the issue is with the pump because, they just got it about 2 weeks ago. Customer has not taken a manual shot yet. Customer delivered about 20 units via syringe. Customer was advised to monitor his blood glucose closely. Customer disconnected from the pump and removed the reservoir. Customer verified that the insulin was coming out of the tubing. Customer then reconnected. Customer will monitor their blood glucose over the next few hours and will contact a doctor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.